Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient's mother that her son faced an event of high blood glucose on (B)(6) 2025. The blood glucose level of the patient was 521 mg/dl which was treated by correction injection via multiple daily injection and changing site. Also, the patient had high ketones which the healthcare professional did not assess as dangerous or life threatening. The customer replaced infusion set and resumed insulin deliveries successfully. Moreover, the infusion set was used for one to two days. No further information available.